Manufacturer narrative:
Infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a vad coordinator that the patient was admitted via emergency department on (B)(6) 2016 with complaint of chest pain and tenderness. The patient had previous sternal wound dehiscence reported in a separate complaint. CT chest on (B)(6) 2016 showed a decrease in size of the fluid collection, but still present. The patient was started on ceftriaxone 2g daily and taken to the operating room on (B)(6) 2016 for an incision and drainage of the sternal wound. The patient will be discharged home on (B)(6) 2016 with wound vac in place and on continued antibiotic coverage.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, clinical status and poor wound healing are possible contributing factors. Additionally, information provided by the clinical site indicates that the sternal infection is a sequelae from the previous infection with a decreased amount of fluid collection. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.